Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed an infection at the ipg site. In turn, the patient underwent surgical intervention to explant the system. The patient was administered intravenous antibiotics, and the infection resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.